Manufacturer narrative:
The pod involved was not returned to the MFR for eval. We are unable to confirm any product malfunction that may have caused or contributed to the customer's high bg levels. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to high bg levels. The customer properly followed user guide instructions by contacting her doctor when her bg levels failed to lower; her doctor recommended that the pod be removed.

Event description:
The report indicated that the pt experienced continuously high bg levels (256-278 mg/dl) with moderate ketones within the first day of wearing the pod. As a result, she called her doctor who advised her to remove the device. Insulet product support recommended that she call her doctor back to review her settings due to the frequency of her high bg's. The pod will be returned for eval.